Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/21/2017 with the following findings: there were call service 078 alarms confirmed in the black box. The complaint was replicated consistently during investigation. The pump was opened and moisture was observed on the motor flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.